Manufacturer narrative:
The device remains implanted and is not available to saluda for analysis. Without a returned device, it is not possible to reach a definitive root cause. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include: infection that may require hospitalisation with intravenous antibiotic therapy." Per the event description, the source of the infection is not known. A DHR review was performed. All devices met requirements for release with no anomalies detected.

Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system was evaluated in the emergency department for fever and left lower limb swelling. IV antibiotics were administered for potential infection. The source of infection is not known. The patient has been discharged and is reported to be recovering.